Event description:
During surgery the consultant removed the elastic stay from the patient and observed that the tip had broken off. He located and removed the broken tip from the patient. 1216677-2023-00021-1 pro-stay 8 pk 3205-8g e-complaint (B)(4).

Manufacturer narrative:
Investigation. No sample returned. Review DHR. *analysis and findings. Distribution history. The complaint unit was manufactured at csi on 12/14/21 under work order (B)(4). Manufacturing record review. DHR-313715 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review. The incoming inspection review is not applicable for this product. Service history record. Service history not applicable for this product. Historical complaint review. A review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt. The complaint product has not been returned to coopersurgical. Visual evaluation. Evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. While photos were submitted with the complaint, they could not be accessed. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation. Evaluation of the complaint product could not be completed as the complaint product was not returned to coopersurgical. If the product should become available at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause. No definitive root cause for this issue could be reliably determined at this time. Should any further information regarding this complaint be made available the complaint will be updated accordingly. *correction and/or corrective action. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training is required at this time. *was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
As per details reported on incoming (B)(4): "during surgery the consultant removed the elastic stay from the patient and observed that the tip had broken off. He located and removed the broken tip from the patient." "The procedure was an anterior and posterior repair and was performed under a general anesthesia."